Manufacturer narrative:
(B)(4). Visual inspection of the returned product showed that there was no visible damage to the lens. The cartridge was not returned. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon attempted to implant a aa4204vl elastic lens. The lens stuck in the cartridge. No patient injury.